Manufacturer narrative:
It was alleged that a patient has swallowed the bondable lingual retainer; however no further specific information or product has been received at this time. Upon further information received we will send an update.

Event description:
The patient swallowed lingual retainer.

Event description:
The patient swallowed lingual retainer.